Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator exhibited bluetooth connection issues. It was noted that the device remained connected to the programmer for multiple hours prior to losing connection. The use of a second programmer was attempted to resolve the issue but the device exhibited the same issue. The device was replaced and the procedure was completed. There were no issues with the new device. The patient was not involved.

Manufacturer narrative:
The reported field event of ble telemetry issue was not confirmed in the lab. Final analysis found that there is restriction on the ble usage to preserve the device battery life and guard the device against unauthorized access. Analysis was normal. No anomalies were found.